Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all fs-oa-10 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for fs-oa-10 device of lot number c2058037 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the fs-oa-10 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2058037. Instructions for use and label: the instructions for use (ifu0096), which accompanies this device states, "this device (with preloaded stent, if applicable) is intended for endoscopic biliary stent placement to drain obstructed bile ducts " and in the notes section "do not use this device for any purpose other than stated intended use.¿ input received from our medical advisor and product manager confirmed that placing a plastic stent inside a metal stent does not constitute part of the intended use of the IFU since it has not been tested or validated by engineering and that if a plastic stent was placed inside a metal stent then the intended use would be to drain an occluded metal stent. There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0096) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause can be attributed to the off-label use of the device, when the device is used outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. Additional information received stated that the plastic stent from the fs-oa-10 device was inserted inside the metal stent already in place in the bile duct and this was confirmed as off-label use by our medical advisor which would also have contributed to the introducer breaking. Product manager and engineering input reaffirmed this by stating that the stent in the stent procedure was used off-label. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the introducer completely disengaged and broke. The release part split-off. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence but the procedure was delayed as another device had to be used. Investigation findings conclude that a definitive root cause can be attributed to the off-label use of the device, when the device is used outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. Additional information received stated that the plastic stent from the fs-oa-10 device was inserted inside the metal stent already in place in the bile duct and this was confirmed as off-label use by our medical advisor which would also have contributed to the introducer breaking. Product manager and engineering input reaffirmed this by stating that the stent in the stent procedure was used off-label.

Event description:
A supplemental report is being submitted due to completion of the investigation on 01-aug-2024.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: as reported to customer relations via complaint email "we have received a notice of non-conformity from the gastroenterology department of the (B)(6) concerning the product : introducer system 10 fr. 195 cm pr cpre, code g31527, lot c2058037 (B)(4), (grm 11002376) to the effect that when attempting to release the stent, the introducer completely disengaged and broke. The release part split off. So the introducer system isn't doing the job as intended. The user says the procedure took longer. The event occurred on 2023-12-06 and this happens occasionally. There was no harm done to the user. We have the problematic sample we can provide, but no photo. Is it possible that there is a problem with the lot? Do you have a solution/recommendation to suggest to us to prevent this situation from recurring, please? Patient outcome: below info added 14jun2024. -rlf 14jun2024 "it simply resulted in the procedure taking longer because we had to change the equipment and start over. " patient/event info - notes: 2.1 for all complaints, ask: 2.1.1 does the complaint relate to: device placement. Device removal. Observation prior to patient contact. 2.1.2 what was the target location for the stent? 2.1.3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 2.1.4 *what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* 2.1.5 was the wire guide lubricated prior to use? N/a, yes, no 2.1.6 *was the wire guide inspected for damage prior to use? N/a, yes, no* 2.1.7 was the device at the center of the complaint inspected for damage prior to use? N/a, yes, no 2.1.8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no ¿ if yes, please indicate the procedure performed. 2.1.9 did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no 2.1.10 * if not with the device in question, how was the procedure finished?* 2.1.11 what intervention (if any) was required? 2.1.12 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 2.1.13 were any other defects observed on the device prior to return (other than the reported complaint issue? Yes, no if yes, please detail any other defects observed. 2.2 for complaints occurring during use (once in contact with endoscope) also ask: 2.2.1 had a sphincterotomy been performed prior to this occurrence? N/a, yes, no 2.2.2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? 2.2.3 does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a, yes, no 2.2.4 please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. If other, please specify. 2.2.5 *was resistance encountered when advancing the wire guide to the target location? N/a, yes, no * 2.2.6 *was resistance encountered when advancing the introduction system in place to the target location? N/a, yes, no * how did the physician deal with this resistance? 2.2.7 how did the physician determine the length of the stent to be used for the procedure? 2.2.8 where was the stricture located in the duct? 2.2.9 *was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. 2.2.10 *was resistance encountered when advancing the stent through the obstructed area? N/a, yes, no * 2.2.11 after placement, was stent position verified? N/a, yes, no if yes, please describe how 2.2.12 please estimate the amount of time the stent was in place prior to this occurrence. 2.2.13 did any section of the device detach inside the endoscope or patient? N/a, yes, no if yes, please specify what section of the device broke off: 2.2.14 please indicate whether the device broke in the endoscope or in the patient. N/a, endoscope, patient 2.2.15 was the broken device retrieved? N/a, yes, no if yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): 2.2.16 were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) N/a, yes, no if yes, please indicate what modifications were made: 2.2.17 please indicate why the modifications were necessary. 2.2.18 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 2.2.19 did the patient require any additional procedures as a result of this event? N/a, yes, no 2.2.20 what intervention (if any) was required? 2.2.21 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 2.2.22 were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no if yes, please specify what was observed and where on the device it was observed. The translated answers to the additional questions were received on 13jun2024 and added below on 14jun2024. -rlf 14jun2024 1. Was an unwanted part of the device left inside the patient¿s body? No if yes, please give details. - 2. Was the patient hospitalized or was there an extended period of hospitalization due to this event? No 3. Did the patient require any additional procedures due to this event? No if yes, please give details. - 4. Did the product cause or contribute to the need for additional procedures? If yes, please specify the additional procedures and give details. It simply resulted in the procedure taking longer because we had to change the equipment and start over 5. Did the complainant report any side effects experienced by the patient due to this event? No 6. Did the complainant report that the product caused or contributed to any side effects? No please specify any side effects and give details. - 7. Has any surgery/medical intervention been performed due to the problem encountered? No 8. What type of procedure was performed? ø 9. Patient information (age, sex, pre-existing conditions)? 74 years - male ¿ stage 4 sigmoid neoplasm since 02¿2018 10. Does the complaint concern: ¿ placement of the device ø ¿ removal of the device ø ¿ an observation made before contact with the patient ø 11. Where was the target location for the stent? The prosthesis was fitted inside the metal prostheses already in place inside the bile duct 12. Please describe the storage conditions under which the device was kept before use, especially in terms of temperature and light exposure. The device was stored on a suitable trolley away from light at room temperature. 0.035 mm 450 cm 13. What is the order number, diameter and length of the guidewire used with this device for this procedure?* no order, difficult to know which one the device relates to as they are delivered to us every day. 14. Was the guidewire lubricated before use? N/a, yes, no 15. Was the guidewire inspected for damage before use? N/a, yes, no* 16. Was the device subject to the complaint inspected for any damage before use? N/a, yes, no 17. Were prior procedures e.g. Sphincterotomy, etc. Performed prior to positioning the device subject to the complaint? N/a, yes, no if yes, please specify which procedure was performed. A sphincterotomy had been performed and a metal prosthesis fitted beforehand. An extraction balloon was passed prior to the stent installation. 18. Does the patient have altered or tortuous anatomy? N/a, yes, no yes, because of his stenosis. 19. If this is not the case with the device in question, how was the procedure finished?* we used another device 20. What intervention (if any) was required? We started the operation again using another pusher 21. Was the secondary intervention performed as part of the same procedure involving the device failure or was it scheduled for a different day? N/a, same procedure, different day yes 22. Were any other defects observed on the device prior to return (other than the reported problem)? Yes, no if yes, please give details of any other defects observed. ø 23. Was a sphincterotomy performed prior to this event? N/a, yes, no yes, but during a different procedure performed previously. 24. What is the name of the endoscope manufacturer, the model number and size of the operating channel used for the procedure? Olympus 190 series 4.2 mm 25. Does your medical facility have an associated service/maintenance schedule for its endoscopes? N/a, yes, no 26. Please indicate where on the body the stent should have been positioned, i.e. Biliary duct, pancreatic duct, other. Biliary duct if other, please specify. 27. Did you encounter resistance when advancing the guidewire to the target location? N/a, yes, no 28. Did you encounter resistance when advancing the existing delivery system to the target location? N/a, yes, no * how did the physician manage this resistance? ø 29. How did the physician determine the length of the stent to be used for the procedure? It was measured using an [endo]scopic image 30. Where was the stenosis in the duct? In the hepatic hilum 31. Was the stenosis dilated prior to placement of the device?* no if yes, please indicate which device(s) were used. ø 32. Did you encounter resistance when pushing the stent through the obstructed area? N/a, yes, no* because the stent was placed in front of the stenosis 33. Was the stent position checked after placement? N/a, yes, no if yes, please describe how using imaging 34. Please estimate how long the stent was in place before this event. It was not in place before the event 35. Did any part of the device become detached inside the endoscope or patient? N/a, yes, no if yes, please specify which part of the device was broken: ø 36. Please specify if the device broke while inside the endoscope or patient. N/a, endoscope, patient no 37. Was the broken device recovered? N/a, yes, no if yes, please specify which tools were used to retrieve the device (e.g. Basket, balloon, snare, forceps, etc.): ø 38. Were any modifications made to the device subject to the complaint or were any accessories used with the device during this procedure? (E.g. Shortened guiding catheter, cut stent, etc.) N/a, yes, no if yes, please specify what modifications were made: ø 39. Please specify why the modifications were necessary. ø 40. Please specify any other endoscopic accessories (if any) that came into contact with the stent or delivery system during the procedure. Guidewire 41. Did the patient require any additional procedures as a result of this event? N/a, yes, no 42. What type of intervention (if any) was required? ø 43. Was the secondary intervention performed as part of the same procedure involving the device failure or was it scheduled for a different day? N/a, same procedure, different day we changed the pusher and started the procedure again immediately 44. Were any other defects (other than the problem cited in the complaint) observed on the device prior to return (e.g. A fold)? N/a, yes, no if yes, please specify what defect was observed and where on the device it was observed. ø.